Manufacturer narrative:
(B)(6). Exact patient weight reported as (B)(6). (B)(4). Implant date: unknown date in 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a subtalar foot and ankle surgery sometime in 2016 due to a fractured calcaneus and talus bones; the cause of the fracture is unknown. The patient was originally implanted with two (2) 6.5mm headless compression screws. The patient had a revision surgery performed on (B)(6) 2016 due to a non-union in both the calcaneus and talus bones. The surgeon removed both compression screws from the patient's foot. The screws were removed with no issues and reported in good condition. The patient was revised to two (2) new 6.5mm compression screws. The patient is reported in stable condition, and the revision surgery was completed successfully. This is report 2 of 2 for (B)(4).